Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the top cover, and cuts in the electrode near the electrode ground ring. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrode wires in the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure on this device is attributed to intermittency in the circuit. This intermittency could not be isolated during this analysis, as the device maintained lock throughout the entire failure analysis process except for the brief loss of lock recorded during the temperature soak. Since failure analysis could not recreate the loss of lock for a significant length of time to determine the root cause of the problem, no corrective action can be implemented. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective action if necessary. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.